Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "200mg/dl" with the subject meter and "50mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 11/5/2014 device evaluation:the lay user/patients test strips have been returned on 6/6/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:the test strips, test strip vial, and the desiccant involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. The returned test strips vial¿s desiccant was found to have been exposed to moisture. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - 11/5/2014 - correction: this supplemental is being sent to correct information that was submitted previously within the narrative should have stated. The lay user/patients test strips have been returned on 9/8/2014 and evaluated by lifescan product analysis on 10/14/2014 with the following findings: the test strips, test strip vial, and the desiccant involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. In addition results were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test and the desiccant within the subject vial was found to be saturated by moisture (or intact) and failed (passed) tga testing.